Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported infusion set cannula was bent and drops of insulin observed at the end of the tubing and had high blood glucose levels of 598 mg/dl and was treated with correction bolus via pump two boluses on (B)(6) 2026.